Event description:
1) the home patient (hp) contacted (B)(6) on (B)(6) 2013 regarding an unrelated issue and a report of peritonitis while in the hospital. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2013 in order to obtain additional information regarding the home patient's (hp) report of peritonitis. The pdrn stated that the hp was hospitalized for unrelated issues from (B)(6) 2013. During the time of hospitalization, the hp was diagnosed with possible peritonitis on (B)(6) 2013. The pdrn states the hospital's infection control staff felt the sample of effluent was touch contaminated by a member of hospital staff during hospitalization, leading to a false positive staph infection. The hp was already taking oral keflex for another reason, per the pdrn, and they continued antibiotic therapy. Per the pdrn, the hospital uses fresenius products and not baxter products. The hp is currently recovering. Per the pdrn, the peritonitis was unrelated to baxter products, devices, or solutions. 2) was medical intervention required? Yes; is sample available for evaluation? Unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).